Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the ensite automark files were returned. Analysis of the files indicated no power, temperature, or impedance anomalies during the recorded rf sessions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
It is reported that 3 weeks following a persistent atrial fibrillation ablation procedure, the patient developed an atrioesophageal fistula and died. During the procedure, which was done after a former pulmonary vein isolation procedure, the physician reports a difficult transseptal puncture during the procedure. A pericardial effusion was suspected so the transesophageal echocardiogram (tee) probe was used throughout the procedure to continually monitor for an effusion. The pulmonary veins were isolated and the physician decided to make an isolation of the posterior box and an anterior mitral line from the mitral annulus to the right pulmonary superior vein. It was not possible to use the esophageal temperature monitoring probe because of the presence of the tee probe during the entire procedure. The procedure was completed with no effusion being detected. A thoracic scan was performed later that day which was also negative for any effusion. Three weeks post-procedure, the patient was admitted to the emergency room for bloody vomiting and fever. A gastroscopy was requested without using air insufflations but co2. The gastroscopy showed a perforation in the esophagus that could be done with the tee probe. A thoracic scan was also performed and was reassuring. The patient was admitted to the ICU. Another scan and gastroscopy were done and both were reassuring. The next day, another gastroscopy was ordered but was done with air inflating because the former gastroscopy showed an esophageal perforation. Later that day, a new thoracic scan was ordered and showed a large amount of air in the brain. It is now believed that a fistula was created between the left atrium and the esophagus during the procedure done on (B)(6) 2024. There were no reported performance issues with any abbott device.